Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed the electromagnetic field immunity test due to the cable being out of electrical specification. Concomitant products: product ID 2090w programmer; product ID 229047 pacing system analyzer. (B)(4).

Event description:
It was reported the interrogation wand has intermittent connection. The wand has been replaced without success. If the wand jack is forced to the side, connection is re-established. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.